Event description:
Reporter indicated that a dell x5 handheld computer's screen kept freezing upon interrogation. Troubleshooting did not resolve the issue. A replacement handheld was sent to the site. The old handheld was returned; however, the site did not return the old flashcard associated with the reported complaint. Product analysis of the handheld did not reveal any anomalies.